Manufacturer narrative:
Method: complaint history analysis, risk assesment, visual inspection, functional testing and DHR review. Results: there have been 48 similar complaints for anchor c inserters. The inserter was returned and it was confirmed that the tip is not cross threaded. However, the inner shaft is slightly bent. The device is still functional and can be attached to the cage. The DHR for this lot was reviewed and it was found that 15 parts were scrapped because, they were not to spec regarding their straightness. In this case, there was no patient involvement. Conclusion: the application of excessive cantilever force to the inserter tip may result in damage to the instrument. Excessive pivoting or angulation on the inserter tip while attached to the cage should be avoided as it can damage the instrument. In this case, the issue was detected upon kit inspection after surgery. It was mentioned that there was no issue with this instrument during the surgery.

Event description:
It was reported that, "checked inserters when set was returned from surgery of (B)(6) 2012. The shaft of the 7mm inserter is bent, and the 8mm inserter will not thread into the implant. I checked with the rep, and there were no problems with the inserters during surgery on (B)(6) 2012."